Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2021 wherein the migrated lead was repositioned and re-anchored. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-02961. It was reported that following a couple falls, one of the patient's leads had migrated. Reprogramming was performed, and surgical intervention may take place to address the issue. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.